Event description:
It was reported that the device was unable to establish telemetry and that the battery had depleted prematurely. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).